Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 460 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 370 mg/dl. Customer reported that they experienced various blood glucose level of 419 mg/dl. Customer was treat with bolus for high blood glucose level. Customer was okay to troubleshoot for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The insulin pump will be returned for analysis.